Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration of the paddle lead. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was repositioned. Post-operatively, stimulation therapy was restored.